Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose level at the time of incident was 400 mg/dl. Customer¿s blood glucose at the time of call was 250 mg/dl. Customer stated that the infusion set fell off due to sweating when they ran out of mastisol. No further complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.